Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review, it was found, that patient's left ventricular (lv) lead exhibited high pacing impedance. It was also noted, that the lead was fractured. The lead was explanted and replaced. The patient status was unknown.